Manufacturer narrative:
Testing and investigation found the touchscreen response was intermittent. The device touchscreen keys would randomly stick, not respond and were not able to be calibrated during the touchscreen test. A review of the device history at the service center indicated touchscreen fail and button ID invalid errors. Further testing found fluid ingress on the touchscreen, which may have contributed to the customer's reported and altered the characteristics of the touchscreen. This device has been identified as part of a product recall. This report represents all the information known by the reported upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen does not work. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.